Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer failed test 1006 and would not print. It was further noted that the printer queue had an "overheat" message and a burnt cap was found on the media processing unit (mpu). It was also noted that the mpu needed to be replaced, however the programmer was to be scrapped for salvage. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.